Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that after two pre-dilatations with a 2.0 mm and 2.5 mm balloon dilatation catheter and introduction second guide wire for extra support, the 2.75 x 23 mm promus stent could not advance to the long lesion in the third medium of the descending artery, and its stent delivery system (sds) catheter body kinked. Then, the 2.5 x 18 mm promus stent could not be advanced, and its sds shaft separated outside the pt. Two non-abbott stents were advanced without difficulties and were successfully deployed at the local lesion. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). Eval summary: failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Based on the reported info that the lesion was pre-dilated twice and multiple products failed to cross the lesion, it is possible that the anatomy was difficult (tortuous and/or calcified) contributing to the reported failure to advance. However, as the pt anatomical morphology was not reported, a conclusive cause for the failure to advance cannot be determined. As reported, the 2.5 x 18 mm promus sds shaft separated outside the pt. As there were no reported shaft kinks or bends prior to use and the first promus sds kinked, it is also likely that the 2.5 x 18mm sds kinked with difficulty advancing. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. During mfg, all sds are 100% visually inspected for shaft kinks, and additionally, a sampling of units is destructively tested to verify lumen integrity. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot, and a query of the complaint-handling database revealed that there have been no other incidents reported for failure to advance or shaft detachment for this lot. In this case, although a conclusive cause for the reported failure to advance cannot be determined, the reported shaft detachment appears to be related to the operational context of the product and there does not appear to be any indication of a product quality deficiency.